Event description:
Healthcare professional (hcp) reported pt (pt.) Receiving peritoneal dialysis on pac-xtra device. Pt was connected to device and treatment was initiated when fluid went to the pt instead of the heater bag; thereby, filling pt with 1550cc of fluid in addition to the last fill pt received consisting of 1000cc. Pt immediately complained of "excruciating abdominal pain." Hcp stopped treatment and performed a manual drain. Pt drained out 2500cc, symptoms were immediately resolved.